Manufacturer narrative:
The complaint of a break in the retention dome is confirmed, user related. Upon receipt, a partial semi-circular section of the broken retention dome is seen adhering to the feeding tube. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. The broken section of the retention dome that contains the dimpled pocket was not returned for evaluation. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
A break in the retention dome during traction removal. The indwelling period was 172 days. The retention dome broke from the catheter and fell into the patient's stomach. The fallen dome portion was expected to be removed with bowel movement. The doctor said that he confirmed the proper folding of the retention dome endoscopically upon removal, and that he removed the device straight up the abdominal wall in accordance with the medicon's proper use announcement.